Manufacturer narrative:
The device has been received to boston scientific for analysis. The device does not have visual defects. After functional test, the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. For the leakage test the device's lumen was leak tested using an isaac hd leak tester (pressure decay test system) and a touhy bourst seal for sealing the irrigation holes. The lumen pressure decay was measured three times. The unit passed the test without problems. The device was connected to a metriq pump and was purged at 60 ml/min for the flow test. All six irrigation ports flow freely. The pump was programmed to 30ml/min and the device was irrigated for 5 minutes without any errors or pump messages. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation, the intellanav stablepoint open-irrigated catheter had insufficient irrigation flow and/or an occluded irrigation port. No error messages appeared. The set irrigation was never interrupted or stopped during the procedure. The flow rate was 17/30 ml/min. The device was replaced with another of the same model, and the procedure was successfully completed with no patient complications. The product has been returned to boston scientific for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation, the intellanav stablepoint open-irrigated catheter had insufficient irrigation flow and/or an occluded irrigation port. No error messages appeared. The set irrigation was never interrupted or stopped during the procedure. The flow rate was 17/30 ml/min. The device was replaced with another of the same model, and the procedure was successfully completed with no patient complications. The product is expected to be returned for analysis.